Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: for clarification, did the active blade break off of the device? Yes. Did retrieving the broken blade from the patient cause a change in the plan of care for the patient? No. Is the broken blade tip being returned with the device? Or, was the broken blade tip discarded? Yes. What was the name of the procedure? Prostatectomia lap. How was the case completed? Yes.

Manufacturer narrative:
(B)(4). Batch # n9007p. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: for clarification, did the active blade break off of the device: yes; did retrieving the broken blade from the patient cause a change in the plan of care for the patient: no; is the broken blade tip being returned with the device: no.

Event description:
It was reported that during an unknown procedure, one of the jaws broke and fell into the pelvic cavity. After exploration, it was possible to remove the jaw. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.